Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the therapy did not help the patient and an explant was going to occur. A roux-en-y gastric bypass was going to be performed. It was reported that the lead had been removed. Further information was not available at the time of the call as the hcp was in the middle of the explant and was requesting explant directions. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine if troubleshooting had occurred, if a cause had been determined, and if the issue was resolved.

Event description:
Additional information from the healthcare provider reports that the last contact with patient was (B)(6) 2015. Patient was considering changing the settings. The cause of the therapy never working was unknown. At the time of post-operative office visit the patient had nausea and vomiting. Unknown what troubleshooting was performed related to the lack of therapy.